Event description:
During a surgical procedure, the surgeon was retrieving stones from the lower pole of the kidney. Separation occurred at the distal end of the scope where the soft plastic and hard plastic meet. The surgeon was not able to retrieve the shaft. The pt was transferred overnight to a different hospital and had the shaft removed on (B)(6) 2012. No further reported pt injury.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.